Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an onelink IV connector in which backflow occurred was being administered through the reported set was not confirmed during sample evaluation. No defects were identified during visual inspection and during test for occlusion by flushing 10 cc of saline using normal thumb pressure. No root cause could be identified.

Event description:
A customer reported to baxter (B)(4) a onelink IV connector in which backflow occurred. According to the report, a double lumen PICC line was being used with onelink connectors on both ports. The red port had blood streaks in the line up to the engaged clamp. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.